Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's technical services center regarding a system error (se) 2240/2367, which occurred on the home choice (hc) during dwell 1 of 5, the home patient (hp) had already done cycle 1. The care giver (cg) stated the hp had se and she cycled power twice, then reset up using same supplies and went through priming with hp connected. The baxter technical service representative (tsr) reviewed alarm log, se2240 and se2367. The tsr explained and assisted to end therapy. The tsr advised to let the rn know about alarm and restarting therapy with hp connected. The solution to this issue as provided over the phone and swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention was reported.